Event description:
It was reported that the device was overdischarged and in a power on reset (por) condition. The device had not been charged for 2 years due to issues with therapeutic coverage but had been overdischarged 2 days. A physician mode recharge mode was done and brought the device to a normal recharge screen and the patient was able to recharge. X-rays were performed which indicated the lead had moved. The patient had high impedances at some contacts. The patient was revised and a new lead was placed. The patient was now getting adequate therapeutic coverage and effective therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).